Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Serious and life threatening adverse events, including sepsis and death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient expired on (B)(6) 2016 due to sepsis. No autopsy was performed and the device remains implanted. The physician deemed the event unrelated to the device. Additional information was provided indicating that following hvad pump implantation, the patient had right ventricular failure treated with milrinone. The patient was slow to recover and was discharged on (B)(6) 2016 to an inpatient rehabilitation facility. The patient was sent to a skilled nursing facility (snf) and later re-admitted to the hospital due to hypokalemia. The patient developed bacteremia with (B)(6) and intravenous (IV) antibiotics were administered. The patient continued to decline and was subsequently sent home on hospice. Reportedly, the source of the infection could not be conclusively determined. No further information was provided. &#842;